Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("left coil had migrated out of the tube and was being expelled into the endometrial cavity/ migration of essure device location:uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 922603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included lightheadedness. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural pain ("post surgical pain"). The patient was treated with surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)), and surgery (laparoscopic bilateral salpingectomy and removal of coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and procedural pain had resolved and the uterine haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils sealed her tubes successfully ultrasound scan - on an unknown date: migration of essure device on (B)(6) 2012, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 5 coils. On (B)(6) 2015. Pelvic ultrasound showed probable tubal colon protruding into the endometrial from the left tube. Part of the colon may also be seen in the right colon. Incidental note of complex presumably hemorrhagic cyst in the left ovary measuring 19 mm in diameter. Concerning the injuries reported in this case, the following one/ones were reported via medical record:uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("left coil had migrated out of the tube and was being expelled into the endometrial cavity/ migration of essure device location:uterus/ migration of essure device location of device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 922603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included lightheadedness. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and procedural pain ("post surgical pain"). The patient was treated with surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)), surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy and removal of coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and procedural pain had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils sealed her tubes successfully ultrasound scan - on an unknown date: migration of essure device on (B)(6) 2012, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 5 coils. On (B)(6) 2015. Pelvic ultrasound showed probable tubal colon protruding into the endometrial from the left tube. Part of the colon may also be seen in the right colon. Incidental note of complex presumably hemorrhagic cyst in the left ovary measuring 19 mm in diameter. Essure confirmation test result: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via medical record:uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Outcome for the event abdominal pain was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012 for birth control. After the implant procedure, she began to experience abdominal pain, nausea, and heavy bleeding. On (B)(6) 2015, the plaintiff had both coils removed by undergoing a bilateral salpingectomy as definitive solution to the symptoms that she was experiencing. During this procedure, it was discovered that the left coil had migrated out of the tube and was being expelled into the endometrial cavity. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). Essure was removed by undergoing a bilateral salpingectomy. During this procedure, the left coil had migrated out of the tube and was being expelled into the endometrial cavity was diagnosed. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Based on their nature and lack of alternative explanation, causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up information received on 24-oct-2016: quality-safety evaluation of ptc the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and heavy bleeding (seen as genital bleeding). Essure was removed by undergoing a bilateral salpingectomy. During this procedure, the left coil had migrated out of the tube and was being expelled into the endometrial cavity was diagnosed. The events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur with essure therapy. In addition, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body). Based on their nature and lack of alternative explanation, causal relationship between the events and suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious event was reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("left coil had migrated out of the tube and was being expelled into the endometrial cavity/ migration of essure device location: uterus"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 922603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included lightheadedness. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and procedural pain ("post surgical pain"). The patient was treated with surgery, surgery (on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)) and surgery (laparoscopic bilateral salpingectomy and removal of coil). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and procedural pain had resolved and the uterine haemorrhage and nausea outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils sealed her tubes successfully ultrasound scan - on an unknown date: migration of essure device. On (B)(6) 2012, the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 5 coils. On (B)(6) 2015. Pelvic ultrasound showed probable tubal colon protruding into the endometrial from the left tube. Part of the colon may also be seen in the right colon. Incidental note of complex presumably hemorrhagic cyst in the left ovary measuring 19 mm in diameter. Concerning the injuries reported in this case, the following one/ones were reported via medical record:uterine bleeding most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical record received. New reporters added and case changed to medically confirmed. Essure indication, start and stop date updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), post surgical pain and abnormal uterine bleeding were added. Bleeding and pain has resolved, cramping has resolved and painful intercourse has resolved. Lab data was aaded. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), device expulsion ("left coil had migrated out of the tube and was being expelled into the endometrial cavity/ migration of essure device location:uterus/ migration of essure device location of device"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("heavy bleeding") in a 38-year-old female patient who had essure (batch no. 922603) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concurrent conditions included lightheadedness. In march 2012, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In august 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding ( vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nausea ("nausea") and procedural pain ("post surgical pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and removal of coil and on (B)(6) 2015, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, device expulsion, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and procedural pain had resolved and the nausea outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, nausea, procedural pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils sealed her tubes successfully; on (B)(6) 2012: the essure devices were placed in standard fashion into the bilateral tubal ostia with visible coils showing within the endometrial cavity as follows: right: 3 coils left: 5 coils. Ultrasound scan - on an unknown date: results: migration of essure device; on (B)(6) 2015: pelvic ultrasound showed probable tubal colon protruding into the endometrial from the left tube. Part of the colon may also be seen in the right colon. Incidental note of complex presumably hemorrhagic cyst in the left ovary measuring 19 mm in diameter.. Concerning the injuries reported in this case, the following one/ones were reported via medical record:uterine bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: event abdominal pain added. Outcome of event abdominal pain added as recovered. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.